Manufacturer narrative:
(B)(4).

Event description:
Additional information noted that a follow up took place and no oversensing was seen with the new sensing vector.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate shocks. The patient was seen during a follow up and oversensing was noted on the p wave and t wave. It was noted that the lead position appeared normal. The device was reprogrammed and remains implanted. No adverse patient effects were reported.